Event description:
It was reported that the insulin pump alarmed button error which was not cleared by a battery change. The blood glucose reading was 155 mg/dl. The customer stated that she had locked the keypad and that it was possible that the buttons were pressed for more than 3 minutes. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
During testing the insulin pump alarmed button error due to moisture damage on keypad traces. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.